Event description:
Boston scientific received information that during a routine follow-up visit, high out of range shocking impedance measurements were observed on the competitive right ventricular (rv) lead. Review of the patient's data revealed that the shock impedance measurements have been out of range for approximately four months. Noise was also seen on the shock channel. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Event description:
Additional information was received that the device and competitive rv lead were electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Additional information was received that the patient was scheduled for a lead revision procedure, however it has not occurred to date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.